Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they moved and no longer has a doctor or rep in their area. They said this weekend they noticed "maybe friday" that they no longer feel stimulation in their lower back and feel it more "up in my rib cage". Pt fell a few times last year but not recently and said they didn't have any problems with stimulation after the fall, until this past weekend. Emailed hcp listings for pt to follow up with. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.